Event description:
The aide states that the chair is acting erratic and that the chair moves on its own. Aid states that the patient alleges that the chair ran into her right foot and she has black and blue bruised and swollen. Patient is diabetic. Aid states the patient wasn't in her chair when she was moving it back and it ran into her foot without her touching it.

Manufacturer narrative:
(B)(4) - 5/12/2015 - should additional information become available, a supplemental record will be filed.